Manufacturer narrative:
(B)(4). Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump was cracked and using tape the kept the reservoir in place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.